Event description:
The customer reported to olympus, the hd autoclavable camera head exhibited video image issue when bending the cord near the camera head. The event occurred during an unknown therapeutic procedure. Upon inspection and testing of the customer returned device, no image due to faulty video cable was noticed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found, image disappeared when touching the cable, coupler corroded and coupler movement not smooth, and no image due to faulty video cable. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 01-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to cable failure. The specific root cause of the cable failure could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not round the camera cable smaller than 20cm in diameter. Otherwise, it may be damaged. If the camera cable is rounded, do not pull forcefully and stretch gradually and straightly. Otherwise, the camera cable may be broken. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Otherwise, the camera cable may be broken. When wiping the outside surface of the camera cable, do not use a strong force on the camera cable. Otherwise, the camera cable may be broken. Keep the camera head in place of the camera cable during use to manipulate the endoscope. Otherwise, the camera cable may be broken. Do not secure the camera cable with amps, etc. Otherwise, the camera cable may be broken. Do not pull the video connector with the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in breakage.¿ olympus will continue to monitor field performance for this device.